Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: the customer reported event of an arm post securing mechanism disengagement was confirmed via correspondence. The surgery was completed successfully using a back- up arm post. The complaint device was not returned because it was thrown away by the hospital. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The likely cause of the reported event was determined to be normal wear and tear.

Event description:
It was reported that the post for tubes broke.

Event description:
It was reported that the post for tubes broke.